Event description:
It was reported that during surgery, the surgeon was placing the stem into the canal. The cement hardened at the distal part of the stem. It was further reported that the stem was not placed completely so the surgeon fractured the bone to remove the hardened cement and stem. The distal canal was wired with a cable and the stem was placed and the patient's wound was closed. The cement set within 6 minutes. Operating room temperature was at 24 c. The liquid antibiotic was mixed with the cement. The cement as stored at 24 c for 2 months at one of our distributors.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.